Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump not started. Customer's blood glucose level 240 mg/dl. No further details given. Insulin pump will be returned for analysis.